Event description:
This report is based on literature report: ann thorac surg 1997; 63: 613-9. Thirty-year retrospective study of isolated implants of starr-edwards prosthesis implanted at one institution from 1963 to 1977. 416 pts: 286 aortic implants (group a) and 130 mitral implants (group m). Models involved include: 1000, 2000, 1260, 6000, 6120 (starr edwards silastic ball prostheses) and 2300, 2310, 2320, 6300, 6310, 6320 (starr-edwards metallic ball prostheses). Problem codes involved include: cardiac failure (2206), perivalvular leak (2201), endocarditis (1834), anticoagulation complications (1714), insufficiency (1926), host tissue overgrowth (1861), thromboembolism (1830), hemolysis (1886), prophylactic replacement (1422), and ball variance (1107,1135). None of these devices can be identified individually, so MFR is unable to supply needed info on each device.